Event description:
It was reported that during deployment of a coil, the successfully detached subject coil got entangled with the microcatheter and came out when the microcatheter was pulled back. The subject device was withdrawn and was replaced with a different coil and catheter. The procedure was completed successfully with a delay of 10 mins. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
C2/d10 concomitant products grid ¿ added. H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was noted that the coil delivery wire was not returned. The main coil was found to be kinked/bent. The main coil was found to be tangled. Also, the main coil was found to be detached /separated from the delivery wire. During functional inspection, it was noted that the main coil was returned with the microcatheter used in the procedure and tangled with the coil. The coils were separated during the analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on returned device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the placement of a second coil, the previously placed coil became tangled with the microcatheter and was pulled out of the aneurysm. It was removed with the microcatheter. No issues were reported during placement of the first coil. The device was confirmed to be in good condition prior to use and appears to have been used in accordance with the dfu. Based on the review of all available information, an assignable cause of procedural factors was assigned to the as reported ¿main coil tangled¿, ¿device interaction with another device¿ and ¿main coil migration¿ as well as to the as analyzed ¿main coil kinked/bent¿ and ¿main coil tangled¿ codes. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during deployment of a coil, the successfully detached subject coil got entangled with the microcatheter and came out when the microcatheter was pulled back. The subject device was withdrawn and was replaced with a different coil and catheter. The procedure was completed successfully with a delay of 10 mins. No clinical consequences were reported to the patient due to this event.